Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke and fell inside the patient. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the harmonic ace instrument tip broke and fell inside the patient. The reporter noted that the instrument exhibited "unusual" noise during use. The broken fragment was immediately retrieved during the same surgical procedure. The user completed the procedure with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the harmonic ace instrument was inspected prior to starting the procedure. The instrument was used for approximately 2 to 4 hours. At the time of the issue, the instrument was used to coagulate a vessel. According to the site, no post-operative test (x-ray, ultra sound) was performed and no additional surgical intervention was conducted. No post-operative complications have been reported as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found blade damage from the base ¿ the broken piece, approximately 0.190¿ was returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is attributed to mishandling / misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.